Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the ventricular sensing on the external pulse generator was broken and that the back cover was cracked. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the connection between heart lead flex and output connector on the ventricular side is disconnected. Also, ventricular output connector was loose. Analysis also found the lower case is cracked (broken) and the upper case is broken. The battery release is contaminated (sticky). Side bail covers, ring cover, three case screws, side bails, and ring are missing. It is noted there is evidence of a non medtronic person disassembling and reassembling the device.